Manufacturer narrative:
--

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead caused a red alert to be declaired due to high shock lead impedances. The patient's physican is aware of the situation and the system remains implanted at this time. The paitent will be monitored. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
This right ventricular (rv) lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.